Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call that her daughter has recently experienced high blood glucose. Customer's blood glucose was 483 mg/dl at the time of incident. Troubleshooting found that the pump appeared to be working as designed however, the customer indicated that they would call back to further troubleshoot as she wanted to wait until the blood glucose stabilized. The customer also indicated that they would change out the reservoir and the entire set and to follow up with the doctor.